Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was not inspected prior to use and no pre-dilation was performed. The patient had tortuous anatomy and a septal bulge. A safari guidewire was used. The valve was implanted into the patient's native annulus. Training guidance for slow deployment of the valve was followed, and prior to slowly withdrawing the delivery catheter system (dcs), the nose cone was centered within the frame inflow by slightly retracting the guidewire. Thee dcs was not twisted or torqued at any point during deployment. While withdrawing the dcs, the nose cone was brought back too quickly causing the valve to dislodge. Prior to dislodgement, the valve was at an implant depth of 3mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). Following dislodgement, the valve was in the ascending aorta. A replacement valve was therefore implanted in the aortic annulus. No procedural delay occurred. No additional adverse patient effects were reported.